Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: admission diagnosis: dvt - heparin.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 from another hospital with acute sepsis secondary to community acquired pneumonia, highly suspect for covid-19. Per the nursing notes on (B)(6) 2020, the patient was with covid-19 in a hypercoagulable state and intubated. The patient was on a low dose eliquis at that time. On (B)(6) 2020 at 0454, a new bag of heparin 25,000units/500ml was programmed to infuse at a rate of 21ml/hr for a duration of 24 hours. However, the nurse noticed that the heparin bag was empty after two hours. The physician was contacted, and the nurse remained at bedside to monitor the patient. The physician ordered complete blood count (cbc) and partial thromboplastin time (ptt) blood levels. Hematologist was contacted for consult and instructed the clinician to monitor the patient for bleeding, to perform blood tests again at 1200, and if needed, will transfuse fresh frozen plasma. The event occurred in the intensive care unit (ICU). The customer later reported that the (B)(6) 20 1200 ptt resulted >180 and the heparin infusion was stopped. At (B)(6) 20 at 1850, another ptt lab was drawn with the result of 67. The heparin remained off at this time. On (B)(6) 20 at 0000 the ptt resulted at 59. The heparin infusion was restarted on (B)(6) 2020 at 0220. A ptt lab was drawn at 0600 which resulted at 104. There were no medical interventions performed based on the requested hematology consult. During a non-bd investigation, the hospital¿s biomed department inspected the pump module and found that a cracked bezel and the alarm indicator¿s plastic cover was dented. The device was then tested for 1 hour and for 24- hour infusions, but no volume error was detected. Furthermore, the device passed the preventative maintenance. After the testing, the damaged bezel, dented light tower, and platen/spring hinge assembly were replaced. It was unclear if the damage was prior to or after the use of the patient. Biomed further stated that the device appeared to have been "dropped".

Manufacturer narrative:
The report of an over infusion of heparin was neither confirmed nor reproduced. Physical inspection of the device noted the instrument seal not intact. The bezel was found to be cracked on the outer left side near the lower door hinge. Both iui pins were observed to be dull. The female iui was found with cloth fibers stuck in the connector pins. No other abnormalities were observed. Review of the pcu event log identified an infusion of the medication heparin, suspected to be the incident infusion. The infusion was programmed on (B)(6) 2020 at 5:08 pm at a rate of 21 ml/h with a vtbi of 450 ml. The device alarmed for air in line two times (7:04 am & 7:11 pm). The device was then channeled off by the user at 7:07 am. The initial infusion program was restored and started at 7:10 am. After the second air in line alarm, the door was closed at 7:13 am, opened at 7:13 am, and then closed again at 7:13 am. No further action was taken by the user. A channels disconnected message was observed at 7:23 am. The pump module was removed at 7:23 am the user confirmed the channels disconnected via soft key 14 at 7:23 am. The pump module, containing a third party sear, was tested for proper functionality. Three (3) new (unused) model #2420-0007 administration tubing sets were used to test the incident device. The safety clamp fitment properly closed as intended each time the door was opened. Timed rate accuracy testing performed on the source pump module s/n (B)(4) (with incident cracked bezel assembly) attached to the customer-provided pcu and infusing with a lab rate-controlled tubing set demonstrated the pump module delivering fluid within specification. The root cause of the reported over infusion of heparin was not identified. Device history: review of the pump module s/n (B)(4) service history record showed that the device has a manufacture date of 10/19/2009. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned for service. On (B)(6) 2015, the source device was returned for broken/damaged parts, unrelated to the reported event. The following parts were replaced: ¿ air in line assembly ¿ bezel assembly ¿ rear case ¿ keypad and front door ¿ iuis ¿ harness door review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 from another hospital with acute sepsis secondary to community acquired pneumonia, highly suspect for covid-19. Per the nursing notes on (B)(6) 2020, the patient was with covid-19 in a hypercoagulable state and intubated. The patient was on a low dose eliquis at that time. On (B)(6) 2020 at 0454, a new bag of heparin (B)(4) /500ml was programmed to infuse at a rate of 21ml/hr for a duration of 24 hours. However, the nurse noticed that the heparin bag was empty after two hours. The physician was contacted, and the nurse remained at bedside to monitor the patient. The physician ordered complete blood count (cbc) and partial thromboplastin time (ptt) blood levels. Hematologist was contacted for consult and instructed the clinician to monitor the patient for bleeding, to perform blood tests again at 1200, and if needed, will transfuse fresh frozen plasma. The event occurred in the intensive care unit (ICU). The customer later reported that the (B)(6) 2020 1200 ptt resulted >180 and the heparin infusion was stopped. At (B)(6) 2020 at 1850, another ptt lab was drawn with the result of 67. The heparin remained off at this time. On 04/09/20 at 0000 the ptt resulted at 59. The heparin infusion was restarted on (B)(6) 2020 at 0220. A ptt lab was drawn at 0600 which resulted at 104. There were no medical interventions performed based on the requested hematology consult. During a non-bd investigation, the hospital¿s biomed department inspected the pump module and found that a cracked bezel and the alarm indicator¿s plastic cover was dented. The device was then tested for 1 hour and for 24- hour infusions, but no volume error was detected. Furthermore, the device passed the preventative maintenance. After the testing, the damaged bezel, dented light tower, and platen/spring hinge assembly were replaced. It was unclear if the damage was prior to or after the use of the patient. Biomed further stated that the device appeared to have been "dropped".

Manufacturer narrative:
The report of an over infusion of heparin was neither confirmed nor reproduced. Physical inspection of the device noted the instrument seal not intact. The bezel was found to be cracked on the outer left side near the lower door hinge. Both iui pins were observed to be dull. The female iui was found with cloth fibers stuck in the connector pins. No other abnormalities were observed. Review of the pcu event log identified an infusion of the medication heparin, suspected to be the incident infusion. The infusion was programmed on (B)(6) 2020 at 5:08 pm at a rate of 21 ml/h with a vtbi of 450 ml. The device alarmed for air in line two times (7:04 am & 7:11 pm). The device was then channeled off by the user at 7:07 am. The initial infusion program was restored and started at 7:10 am. After the second air in line alarm, the door was closed at 7:13 am, opened at 7:13 am, and then closed again at 7:13 am. No further action was taken by the user. A channels disconnected message was observed at 7:23 am. The pump module was removed at 7:23 am the user confirmed the channels disconnected via soft key 14 at 7:23 am. The pump module, containing a third party sear, was tested for proper functionality. Three (3) new (unused) model #2420-0007 administration tubing sets were used to test the incident device. The safety clamp fitment properly closed as intended each time the door was opened. Timed rate accuracy testing performed on the source pump module (B)(6) (with incident cracked bezel assembly) attached to the customer-provided pcu and infusing with a lab rate-controlled tubing set demonstrated the pump module delivering fluid within specification. The root cause of the reported over infusion of heparin was not identified. Device history: review of the pump module (B)(6) service history record showed that the device has a manufacture date of 10/19/2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 04/23/2020 and indicated that this device has been previously returned for service. On 11/19/2015, the source device was returned for broken/damaged parts, unrelated to the reported event. The following parts were replaced: air in line assembly. Bezel assembly . Rear case . Keypad and front door . Iuis . Harness door . Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 from another hospital with acute sepsis secondary to community acquired pneumonia, highly suspect for covid-19. Per the nursing notes on (B)(6) 2020, the patient was with covid-19 in a hypercoagulable state and intubated. The patient was on a low dose eliquis at that time. On (B)(6) 2020 at 0454, a new bag of heparin 25,000units/500ml was programmed to infuse at a rate of 21ml/hr for a duration of 24 hours. However, the nurse noticed that the heparin bag was empty after two hours. The physician was contacted, and the nurse remained at bedside to monitor the patient. The physician ordered complete blood count (cbc) and partial thromboplastin time (ptt) blood levels. Hematologist was contacted for consult and instructed the clinician to monitor the patient for bleeding, to perform blood tests again at 1200, and if needed, will transfuse fresh frozen plasma. The event occurred in the intensive care unit (ICU). The customer later reported that the (B)(6) 2020 1200 ptt resulted >180 and the heparin infusion was stopped. At (B)(6) 2020 at 1850, another ptt lab was drawn with the result of 67. The heparin remained off at this time. On (B)(6) 2020 at 0000 the ptt resulted at 59. The heparin infusion was restarted on (B)(6) 2020 at 0220. A ptt lab was drawn at 0600 which resulted at 104. There were no medical interventions performed based on the requested hematology consult. During a non-bd investigation, the hospital¿s biomed department inspected the pump module and found that a cracked bezel and the alarm indicator¿s plastic cover was dented. The device was then tested for 1 hour and for 24- hour infusions, but no volume error was detected. Furthermore, the device passed the preventative maintenance. After the testing, the damaged bezel, dented light tower, and platen/spring hinge assembly were replaced. It was unclear if the damage was prior to or after the use of the patient. Biomed further stated that the device appeared to have been "dropped".